Event description:
It was reported that after initial training and the first infusion set change, the user experienced three consecutive infusion set difficulties and noted that the cgm was reading high, after which they discontinued pump therapy and used subcutaneous insulin pens for several days until receiving trainer assistance and resuming the ilet. Symptoms included hyperglycemia. Outcomes included interruption of device therapy and the need for replacement supplies. Investigation included a review of complaint details and coordination for replacement supplies. It was concluded that the cause of the hyperglycemia was unclear and that replacement supplies were provided with user support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.